Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 217 and 150 mg/dl. The customer's expected fasting blood glucose test result range is 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/29/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction:user had a poor technique.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 217 and 150 mg/dl. The customer's expected fasting blood glucose test result range is 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/29/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 305mg/dl (B)(6) 2016 11:23 am fasting: yes; 365mg/dl (B)(6) 2016 11:20 am fasting: yes; 129mg/dl (B)(6) 2016 06:07 pm fasting: yes; 244mg/dl (B)(6) 2016 11:34 am fasting: yes; 199mg/dl (B)(6) 2016 10:35 am fasting: yes. Memory concerns: all.